Event description:
It was reported that during lens implantation in the pt's left eye a "sharp edge" at the end of the optic caused the capsular bag to break. The incision was enlarged, the lens was removed and it was noted that the haptic was also damage. A vitrectomy was performed. Another lens, different model, was placed in the sulcus. Pt currently has microcystic corneal edema and is following routine treatments.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.